Event description:
Per the audiologist's report, this patient had her internal magnet removed to have an MRI. She then had the opposite side of her head biopsied. The surgeon used a monopolar instrument in this procedure. After the procedure, the programming equipment and speech processor no longer recognized the internal device. Explantation/reimplantation plans are being discussed. No surgery date has been reported to cochlear.